Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect power supply assembly for investigation. An investigation was performed and the reported complaint was unable to be confirmed. The power supply operated without fault.

Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is a defective internal battery and power supply assembly. After replacing the power supply and internal battery, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets service specifications. The suspect components were sent to vyaire's failure analysis laboratory for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarms. The customer reported the ventilator was running on battery power when the issue occurred and the ventilator gave an audible alarm. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.